Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation.(B)(4).

Event description:
The customer is reporting false negative reaction with untreated cells 3 and 6 of the 0.8% resolve panel c, lot vrc210 with a sample with known anti-e. When customer tested with the treated cells for the panel, cell #3 and #6 reacted with a 4+ reaction. Issue started on: 9-02-15 frequency: 1 sample methodology used: manual gel reaction grade obtained: neg customer was expecting: positive result test repeated: yes result obtained by repeating: negative method used to repeat: manaul gel other relevant details: incubated to 30 minutes the sample had previous history of anti-e. The sample was first tested with screening cells and one cell was positive weak to 1+. The patient did not need any transfusions. The customer is concerned with the anti-e antibody not reacting with untreated cells 3 anf 6 of lot vrc210. Qc was acceptable. Last qc run: (B)(6) 2015 sample type: edta cards /cassettes/ storage condition temperature: as per IFU visual appearance before use: acceptable reagent red blood cell storage and handling: as per IFU . On-board storage time: as per procedure . Off board storage temperature: as per procedure . Stored underneath direct light source: yes/no the customer repeated testing with r2r2 cells from a different lot of resolve panel a and panel b using manual gel. These panel cells had weak to 1+ reactions with untreated cells. Ocd discussed the possibility of a weak low titer antibody and discussed the possibility of weaker antigenic expression in different donor cells.